Manufacturer narrative:
The lfs product(s) has/have been requested for return to lifescan for evaluation. If the product is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 ¿ (06/25/2014). The patient¿s test strips have been returned on 4/13/2014 and evaluated by lifescan product analysis on 5/28/2014 with the following findings:the test strips involved with this complaint failed testing. The test strips were found to have results greater than +50% of the control solution when tested with control solution. In addition, a secondary issue was noted when the test strips were found to have shelf life exceeded. Additional tests were performed on the test strip vial to check the structural integrity. The structural integrity of the test strip vial was found to be intact during a gross leak test. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) USA alleging a onetouch ping meter was displaying inaccurately high readings while at the doctor's office compared to 5 other meters. This complaint was classified using the documentation from the customer care advocate (cca). The patient reported on (B)(6) 201,3 prior to the start of the alleged issue, she was having symptoms of feeling "shaky and sweaty." It is unclear if the patient had any treatment in response to her symptoms prior to testing on the subject meter. The patient reported on (B)(6) 2013, at 5pm, she was at a doctor's office and obtained a reading of "259mg/dl" on the lfs meter compared to 5 other meters which were reading "59mg/dl more or less." The patient denied receiving any treatment in response to the alleged issue. At the time of troubleshooting the cca determined the meter was in the correct unit of measurement at the time of testing, and the patient was using the correct testing steps. The patient's test strips and test strips vial were in good condition. When a control solution test was run, the result was not within the recommended range. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to an adverse event. The patient reported being symptomatic prior to the start of the alleged issue therefore the meter could not have caused the alleged injury. However this complaint is being reported because the alleged issue was not resolved at the time of troubleshooting.